Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An opthalmic surgeon reported that poor aspiration occurred during surgery. The surgeon used a replacement and proceeded, the procedure was completed without harm or impact to the patient. Additional information is not expected to be obtained for this case.